Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A (as-received with reduced dwell) simulated treatment was performed and completed. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient claimed that the cycler hurt the patient requiring hospitalization. There was an allegation that stated this event was due to the performance of the liberty select cycler in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s injury and hospitalization; however, no additional information was obtained. In the intake, it was stated the cycler was ¿stuck on phase¿ when the patient woke up, presumably on (B)(6) 2024. The claim was that the cycler hurt the patient and caused hospitalization. Any symptoms, diagnostic testing, hospital course details and medical intervention required were not reported to support this patient¿s claim and the nature of injury remains unknown.

Manufacturer narrative:
Clinical review: presently, though an allegation against the liberty select cycler exists, there is no objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s) warranting further investigation. Additionally, there is no specific allegation by the patient that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to his injury or hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this peritoneal dialysis (pd) patient claimed that the cycler hurt the patient requiring hospitalization. There was an allegation that stated this event was due to the performance of the liberty select cycler in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s injury and hospitalization; however, no additional information was obtained. In the intake, it was stated the cycler was ¿stuck on phase¿ when the patient woke up, presumably on (B)(6) 2024. The claim was that the cycler hurt the patient and caused hospitalization. Any symptoms, diagnostic testing, hospital course details and medical intervention required were not reported to support this patient¿s claim and the nature of injury remains unknown.